Manufacturer narrative:
Manufacturing records will be reviewed. A follow-up report will be issued after the investigation is complete.

Event description:
This unit was used during a cto pci study case on subject (B)(6). No new adverse events reported at the 30-day study close-out visit during a cto pci procedure of the rca, it is reported that the patient suffered a perforation of the rca resulting in a myocardial infarction and right ventricular failure. At the time of the perforation a bandit guidewire (study device) and a raider guidewire (study device) was inserted into the rca via the antegrade approach. A turnpike spiral (study device) was positioned in the septal via the retrograde approach. Post deployment of a des stent the patient became hemodynamically unstable requiring need for compressions, intubation and insertion of a tvp placed in the rv appendage with patient subsequently recovering. Again, patient became hemodynamically unstable with need for cardioversion. Echo at bedside showed stunned lv and rv and effusion from perforation in the rca. Prolonged balloon inflation and deployment of 3 covered stents (4.0 x 26, 5.0 x 26 and 5.0x20 respectively) stabilized the perforation. Patient stabilized and procedure continued without further incidence. A temporary pacemaker was implanted for post-procedure and patient was extubated at the end of the case. It is unknown what device used was the cause of the perforation though the site states that it was not one of the study devices. Associated to MDR 2134812-2021-00009 bandit gw MDR 2134812-2021-00011 turnpike spiral

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The unit is a supplied component. A manufacturing review record was requested and supplier stated that no problem was found in the manufacturing record. All processes were followed correctly with no nces, holds or deviations.per IFU vessel perforation is identified as potential adverse effects that maybe associated with the use of raider guidewire. Account stated that it is unknown what device caused the perforation though it was not one of the study devices. Procedure continued without further incidence. A temporary pacemaker was implanted for post-procedure and patient was extubated at the end of the case. Based on the information, the most likely root cause of the issue is undeterminable.